Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in clinic for an unrelated procedure. Upon imaging using fluoroscopy, the right ventricular lead distal tip appeared intact. The lead had pulled apart slightly. Electrical measurement indicated that the impedance decreased. Defibrillation threshold testing was done. First shock failed; however, the second shock was successful. The patient did well. Lead revision was discussed.